Event description:
It was reported that the patient had no stimulation sensation. It was stated patient's therapy was working fine until about 30 minutes prior to the report. It was stated that the reporter was not able to adjust the stimulation. It was reported that the patient did have the implantable neurostimulator (ins) recharger (insr), but he had not charged his device yet. It was stated the patient had the ins implanted one day prior to the report and was told the ins should be charged up and ready to go. It was reported that patient's next follow up visit was scheduled for (B)(6) 2013, less than two weeks after the report, where they were going to review how to use the insr. It was stated that the patient still had bandages on. It was stated hcp (healthcare professional) said that the patient wouldn't have to charge his ins for a while. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746. Product type: programmer, patient: product ID neu_unknown_lead. Product type: lead: product ID neu_recharger_acc. Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).